Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system bootup was failing. Review of the system log file showed that host pc was not booting up error resulted in the system not being able to complete the startup sequence. Fse disconnected the input and output power supply cables of the host pc of allura system. Issue got resolved by resetting the power supply cables of the host pc. After resetting the power supply cables of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system failed to boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc power supply. The fse repaired the power supply and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.